Event description:
It was reported that when using the bd pyxis¿ anesthesia station es half height matrix drawer had failed to close. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 08-dec-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all drawers had failed. A field service engineer inspected the station matrix and found that half height drawer 2.1 was binding in mini-drawer 1. Multiple adjustments were made to the drawers, and rx was engaged to recover all failed drawers. The engineer tested all drawers using test software, confirming that rx had successfully recovered them and all were functioning properly. The system functioned as intended after the field service engineer repaired the device.